Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to the olympus employee the subject device cut and removed tissue during the therapeutic procedure. Mucosal tissue was identified stuck in the endoscope elevator after the procedure. The physician reported the tissue was a superficial mucosal tear, likely esophageal tissue as reported by the physician. The size of the mucosal tissue was approximately 4.5 cm in length and 1.2 cm in width at the widest area. No additional intervention was required and the patient received standard post-operative care. This event includes two complaints: patient identifier (B)(6) is for the endoscope. Patient identifier (B)(6) is for the cap. This report is for patient identifier (B)(6) for the cap.